Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 6cfu. Bacteria identification: micrococcaceae/bacillaceae. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: 2cfu. Bacteria identification: bacillaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in the following items in the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. There have been no deviations, deficiencies, or concerns in reprocessing. Air/water was aspirated through the instrument/suction channel. During manual cleaning, the device passed the leak test. The detergent used was anios. The instrument/suction channel, balloon channel, suction cylinder, forceps elevator, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was soluscope with anios detergent and soluscope paa disinfectant. The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with a clean towel/paper, blew by filtered compressed air, and stored in a simple cabinet. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during reprocessing, the ultrasound gastrovideoscope erector channel/raiser pipe tested positive for >200 cfus of stenotrophomonas maltophilia, and the air/water channel tested positive for 54 cfus of pseudomonas aeruginosa, pseudomonas sp. The operating channel tested for >200 cfus of pseudomonas aeruginosa, pseudomonas sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.